Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of occlusion is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure a 3.0x38 rx xience prime stent was deployed in the anterior descending artery. After stent implant, a discrete lesion in the ostium of diagonal artery was noted due to plaque-shift, compromising the ostium of diagonal artery. Therefore, a 1.5x8 mini trek dilatation catheter was advanced but could not cross the ostium of the diagonal branch. The device was withdrawn and replaced with a 1.2x12 mini trek dilatation catheter which also could not cross the lesion in the branch. The .014 guide wire was exchanged for an extra support guide wire and an unspecified dilatation catheter was advanced but could not cross the lesion. Ultimately, dilatation was performed successfully using a non-abbott 1.25x10 dilatation catheter and the 1.5x8 mini trek. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.